Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed no delivery, change the entire set, and the device alarmed again. Customer's blood glucose was 340 mg/dl. Troubleshooting was not performed, issues was resolved with a set change. Customer stated alarm occurred due to bent cannula. No further information reported.